Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d4 (lot # and expiration date) and h4. Device evaluation: the actual electrodes were not returned to zoll medical corporation. A retained sample investigation of the same lot number 1322b was conducted and did not duplicate the customer's report. The complaint was then closed as a no fault found. Analysis of reports of this type has not identified an increase in trend.